Event description:
This lv lead was attempted implant on (B)(6) 2016. This lead would not go down the desired branch, left lateral. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).